Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for the ground bond verification, with a measurement of 0.103 ohm. The specification is 0.001 - 0.100 ohm. This was a rite test failure, and no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.123 to 0.010 ohms when the pem/ground stud wire was agitated. Assignable cause for the rite failure of ground bond failure was determined to be caused by a poorly seated pem/ground stud wire. Scrap pem/ground stud wire. Device was sent to servicing.